Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual and functional testing found the optical latch lock sensor to be the root cause. The optical latch lock sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit did not detect when it was locked/unlocked. There was no reported patient involvement.